Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in separate files. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/30/2020. Additional b5 narrative: it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.